Manufacturer narrative:
Device evaluated by manufacturer: the emerge catheter was received inside an emerge product pouch and shelf box that matched the information on the device. There was a complete separation of the hypotube, confirming the reportedly 'broken' shaft. The hypotube separation was 44.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, catheter shaft break occurred. The physician advanced the 2.50mm x 15mm emerge balloon catheter to the target lesion for pre-dilation. Upon advancement in the guide catheter, difficulty was encountered and the shaft of the catheter bent. An attempt was made by the physician to straighten out the hypotube, however, the catheter shaft broke. The device was then removed intact and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, catheter shaft break occurred. The physician advanced the 2.50mm x 15mm emerge balloon catheter to the target lesion for pre-dilation. Upon advancement in the guide catheter, difficulty was encountered and the shaft of the catheter bent. An attempt was made by the physician to straighten out the hypotube, however, the catheter shaft broke. The device was then removed intact and the procedure was completed. No patient complications were reported.